Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intra-operatively, after registering the patient, the system unexpectedly powered down. It was noted that the power cable was not bumped or unplugged from the wall. The site rebooted the system, and then was able to use the system for the remainder of the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of ten minutes due to this issue.